Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, the pump touch screen timed out faster than expected. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.